Event description:
Customer closed according to unspecified readings then experienced a diabetic seizure during the night. Customer was taken to the hospital and admitted. At the hospital, customer's meter provided a reading of hi compared to a hospital reading which provided a reading of 360 mg/dl. Customer was treated with insulin.